Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: unknown. Detailed description of event: [name] hospital. This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: the customer found the foreign material that looks like a hair in the sterile pack before use. Initial investigation report: the event unit was returned to us and visually inspected. The foreign material was found in the unopened sterile pack (pic.1). The unit will be returned to amr for further evaluation. Admin# (B)(4). Products available for return: 1 unopened sterile pack. Patient status: na (before use). Type of intervention: na (before use).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of hair inside the sterile unopened pouch. Based on the condition of the returned unit and the description of the event, the hair likely originated from an operator during the manufacturing process.

Event description:
Name of procedure being performed: unknown. Detailed description of event: [name] hospital. This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep the customer found the foreign material that looks like a hair in the sterile pack before use. Initial investigation report: the event unit was returned to us and visually inspected. The foreign material was found in the unopened sterile pack (pic.1). The unit will be returned to amr for further evaluation. Admin# (B)(4). Products available for return: 1 unopened sterile pack. Patient status: na (before use). Type of intervention: na (before use).